Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 1006 mg/dl. Other blood glucose values were 364 mg/dl and 500 mg/dl. Also the set was bent. Customer was not using auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
This case is duplicate and correct MDR number that was created, which is 3004209178-2020-58799 (B)(4).